Event description:
A customer reported encountering cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the customer through the reset process. After the reset, the pump no longer displayed the error code, and the customer was able to successfully start their sensor session.